Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a zcb00 intraocular lens (iol), a broken haptic was noticed after contact with the eye. The procedure was completed with a za9003 iol. No medical intervention was performed and the patient is doing good post-operatively. No issues. No additional information was received.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/18/19. Device returned to manufacturer? Yes. Device evaluation: the product was received inside of its original box and lens case. The product was visually inspected with the unaided eye showing the lens was cut into multiple pieces, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint event is not confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Historical data analysis: the search revealed that no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.